Event description:
It was reported that minimum fill notification occurred when customer attempted to reload cartridge with at least 80 units remaining and added 150 units to reach 250 units, after which cartridge reportedly leaked and customer was prompted to fill tubing again. There was no adverse impact to the customer¿s blood glucose level. Customer disconnected call before resolution, and technical support planned follow-up, with no additional information available regarding outcome of event.